Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03401 / 03402).

Event description:
Patient has been indicated for a left knee revision procedure due to cement and metal allergies. No revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). Void - no zb products were revised.

Event description:
No further event information available at the time of this report.